Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to insert the needle tip into the cartridge and experienced resistance due to this. The customer's blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge with a new needle and was able to fill it successfully.